Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event and since device was not returned it has not been possible to determine the root cause of this event, however, it might have related problems with the captor valve iris or the silicone discs. Internal actions have previously been initiated to address this failure mode. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the user experienced difficulty in flushing the device due to leakage from the hemostatic valve. The leak would not stop even when the rotater was 'closed'. He repeated flushing again and again to remove air and used the device on the patient. Small leakage was confirmed during use, but the stent graft was placed in the patient and the procedure was completed without problem. Patient outcome: the patient did not experience any adverse effects due to this occurrence.